Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: if is probable that e216 occurred temporarily due to cable watertightness failure. In addition, evaluation found other events were applicable to tier3, investigation unnecessary: leakage coming from cable due to cut mark on cable and corrosion on coupler unit. The event can be detected/prevented by following the instructions for use which state: as result of confirming contents of the instruction manual at the time of shipment of the product regarding cable flooding, there are following descriptions. It is determined that they may prevent from indicated phenomenon. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus fields service engineer (fse) visited the site to check the device. The fse found an e216 scope communication error message was displayed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the hd autoclavable camera head was not working. The issue was found during maintenance. There was no reported patient harm or impact due to this event.